Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old female with cardiogenic shock and with a compromised left anterior descending artery and left circumflex artery was implanted with an impella device for mechanical circulatory support. During the impella device explantation, a clot was found in the right common femoral artery. A balloon was inflated in the area of the clot. An angiogram was then taken, and the balloon was removed. The patient remained on support in stable condition.

Manufacturer narrative:
The investigation into the thrombus issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Impella cp with smart assist system. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." D.4 revised model number was revised from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. E.1 name prefix/title was inadvertently left off the previously submitted report and was added. G.1 revised manufacturing site name and address section as previously entered incorrectly. H.6 codes 4414 and 4627 were reported incorrectly on the previously submitted report. The correct odes have been added. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted report.